Manufacturer narrative:
A site visit was performed on (B)(4) 2011. The planning of the case was reviewed and it was found that the CT used in the case was not made to specifications outlined in the superdimension user manual and was of poor quality. In addition, it was found that the location board was not in the correct position. After repositioning the location board, the system passed all tests and functioned normally. In addition, a component of the system, the locatable guide cable, was found to have pins bent in the connector. Therefore, the cable was replaced. The physician performed a case on (B)(6) 2011 and reported that the case was completed and the system performed correctly. There was no harm or injury to the patient reported, but in an abundance of caution we are filing this MDR because of the additional risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that the site had a case in which they were unable to get the patient registered. It was reported that the physician was not able to mark all the registration points and the system did not calculate the registration when requested. As a result, verification and navigation were not possible. The physician changed the locatable guide cable but this did not solve the reported issue. Therefore, the superdimension portion of the case was cancelled with the patient under general anesthesia. The case was completed using other methods. There was no harm or injury to the patient reported.